Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 463 mg/dl. The customer was treated for high blood glucose with manual injection. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 463 mg/dl. The customer stated they were caught in rain storm. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.